Event description:
It was reported that the customer experienced a false positive result with an ID now covid-19 assay. It was further reported that the customer confirmed the patient was covid-19 negative using a pcr test. Although requested, no further information was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m169442 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m169442, test base part number 190-430 / lot m169442. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m169442 showed that the complaint rate is (B)(4). In addition, abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the log files were not provided.